Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient was reportedly experiencing retention issues. External equipment was exchanged, and programming adjustments were made, however, the issue did not resolve. The recipient is scheduled for skin flap reduction surgery.

Event description:
The recipient reportedly underwent skin flap thinning surgery on (B)(6) 2022.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed following skin flag thinning surgery. The recipient is using the device and will be monitored by the facilities protocols. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.